Event description:
Additional information was received from the patient. It was reported the patient hit his back on a doorknob coming into the house and after that he started having issues charging the ins up. The ins had not been working for close to 6-7 months. Since then, her husband has been having cramping of the legs/hands and his back was getting worse. The patient could not sleep at night and cannot do anything.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and failed back surgery syndrome-other. The patient reported that they have no telemetry with recharging. They stated that they saw the reposition antenna screen and the poor communication screen on the recharger and patient programmer respectively. They mentioned that they last had stimulation 3-4 weeks ago, which is also when they last successfully recharged the implantable neurostimulator (ins). The patient stated that they stopped charging because they were hit with a doorknob right at the stimulator, and it was bothering them when they had stimulation on, so they turned it off. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.